Event description:
The patient was enrolled in the option study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. On the day of the procedure, the patient underwent atrial fibrillation ablation using pulmonary vein isolation with radiofrequency point by point method. The patient then underwent successful placement of a 27mm watchman flx laa closure device with complete laa seal and deployed device diameter of 23mm. Prior to the procedure, aspirin was not administered and after the procedure, the patient was started on aspirin and continued apixaban. Three days later the patient was discharged. Three-hundred and sixty-five days post-procedure, the patient was evaluated for protocol scheduled 12-month follow-up where computed tomography (CT) revealed a thrombus on the atrial facing surface of the watchman device. The thrombus was laminar and non-mobile. The patient was re-started on apixaban. To note, no thrombus was noted at the 45-day follow-up CT scan. There were no further patient consequences reported.

Manufacturer narrative:
B5: describe event or problem - updated. B7: other relevant history- updated.

Event description:
The patient was enrolled in the option study on 15-mar-2021 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. On the day of the procedure, the patient underwent atrial fibrillation ablation using pulmonary vein isolation with radiofrequency point by point method. The patient then underwent successful placement of a 27mm watchman flx laa closure device with complete laa seal and deployed device diameter of 23mm. Prior to the procedure, aspirin was not administered and after the procedure, the patient was started on aspirin and continued apixaban. Three days later the patient was discharged. Three-hundred and sixty-five days post-procedure, the patient was evaluated for protocol scheduled 12-month follow-up where computed tomography (CT) revealed a thrombus on the atrial facing surface of the watchman device. The thrombus was laminar and non-mobile. The patient was re-started on apixaban. To note, no thrombus was noted at the 45-day follow-up CT scan. There were no further patient consequences reported. It was further reported that there was also thrombus noted inside the closure device three-hundred and sixty-five days post-procedure.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
The patient was enrolled in the option study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. On the day of the procedure, the patient underwent atrial fibrillation ablation using pulmonary vein isolation with radiofrequency point by point method. The patient then underwent successful placement of a 27mm watchman flx laa closure device with complete laa seal and deployed device diameter of 23mm. Prior to the procedure, aspirin was not administered and after the procedure, the patient was started on aspirin and continued apixaban. Three days later the patient was discharged. Three-hundred and sixty-five days post-procedure, the patient was evaluated for protocol scheduled 12-month follow-up where computed tomography (CT) revealed a thrombus on the atrial facing surface of the watchman device. The thrombus was laminar and non-mobile. The patient was re-started on apixaban. To note, no thrombus was noted at the 45-day follow-up CT scan. There were no further patient consequences reported. It was further reported that there was also thrombus noted inside the closure device three-hundred and sixty-five days post-procedure. It was further reported that the 12 month follow up visit occurred three-hundred and sixty-four days post-procedure. On (B)(6) 2023, computed tomography was performed during the 24 month follow up, which still showed a lamninar, non-mobile thrombus on the atrial facing surface of the closure device.

Manufacturer narrative:
B5: describe event or problem - updated to account for event resolution date.

Event description:
The patient was enrolled in the option study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. On the day of the procedure, the patient underwent atrial fibrillation ablation using pulmonary vein isolation with radiofrequency point by point method. The patient then underwent successful placement of a 27mm watchman flx laa closure device with complete laa seal and deployed device diameter of 23mm. Prior to the procedure, aspirin was not administered and after the procedure, the patient was started on aspirin and continued apixaban. Three days later the patient was discharged. Three-hundred and sixty-five days post-procedure, the patient was evaluated for protocol scheduled 12-month follow-up where computed tomography (CT) revealed a thrombus on the atrial facing surface of the watchman device. The thrombus was laminar and non-mobile. The patient was re-started on apixaban. To note, no thrombus was noted at the 45-day follow-up CT scan. There were no further patient consequences reported. It was further reported that there was also thrombus noted inside the closure device three-hundred and sixty-five days post-procedure. It was further reported that the 12 month follow up visit occurred three-hundred and sixty-four days post-procedure. On (B)(6) 2023, computed tomography was performed during the 24 month follow up, which still showed a lamninar, non-mobile thrombus on the atrial facing surface of the closure device. It was further reported that the thrombosis on the atrial facing surface of the closure device was considered resolved on (B)(6) 2023. The oral medication adjustment referenced when the patient was re-started on apixaban was a corrective action to treat the thrombosis on the atrial facing surface of the closure device and the thrombus inside the closure device.